Event description:
During treatment the pt pushed his arm on the removable support assembly. The latchkeeper was not securing the support assembly properly and the crank stop pin was too far inside the drilling hole to stop the support from rotating. The pt and the removable support fell to the floor.